Event description:
The hospital reported that during an endovascular vessel harvesting procedure, the vasoview 7x bisector blade toggle was sticking. The reported kit was used to complete the procedure. There were no patient effects.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is complete. Items marked "ni" are unknown to us at this time. (B)(4).